Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation hit them so hard that it knocked them to the ground on (B)(6) 2017. This was reported as a shocking sensation. It was indicated that they shut the device off, and it had been off for two weeks. They had called their healthcare provider and were directed to patient services. It was noted that the patient was afraid to turn it back on in case it would hit them hard again. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.